Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown eius device. This event was reported as a result of a legal action. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that there is a legal action against stryker for their negligent design of the eius device.